Event description:
During a lap gastric bypass procedure, the hospital did not have any other instrument other than an error was occurring and the instrument would not work. No pt consequence. Case completed with another device of the same product code.